Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended, tissue visible inside, helix appears slightly bent. The distal conductor is distorted in the connector at 1.5 cm, no further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was intermittent and unstable thresholds on the lead. There was also, low sensing, unstable impedances, high threshold and no capture at high output. The was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.